Event description:
Radiology technician received electrical shock while plugging in portable x-ray machine. Stated that there was a spark and loud "pop" sound. Employee received care in the ER. Investigation revealed wiring broken internal to plug and evidence of a short. Plug was cut off and replaced. Unit was returned to service.